Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a visual inspection of the returned device, the handle was manipulated to the advanced position and the needle was bent at the distal end of the device. When handle was manipulated in the advanced position, the needle extended out from the sheath at about 6 cm. After examining the needle in the advanced position, the bend in the needle is 4.3 cm from the distal end of the sheath. The device had multiple bends in the device at 3.5 cm, between 51-52 cm, and 139 cm from the distal end of the handle (all measurements were taken with the needle in the retracted position). A functional test was performed by manipulating the handle, and the needle would advance and retract as intended. The bevel of the needle was examined under magnification and it appears to be fully intact. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." The instructions for use states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope, this could contribute to severe bending of the needle near the distal end. The instructions for use states: "attach device to accessory channel port by rotating device handle until fittings are connected." The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero (0) to eight (8) cm. The instructions for use state: "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place." Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state: "note: number in safety lock ring window indicates extension of needle in centimeters." Kinks and bends can occur if the device experienced excessive pressure during use. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." The instructions for use states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope, this could contribute to severe bending of the needle near the distal end. The instructions for use states: "attach device to accessory channel port by rotating device handle until fittings are connected." The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero (0) to eight (8) cm. The instructions for use state: "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place." Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state: "note: number in safety lock ring window indicates extension of needle in centimeters." Kinks and bends can occur if the device experienced excessive pressure during use. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus), the physician used a cook echotip ultra endoscopic ultrasound needle. The needle bent after the puncture. The device was used to puncture the adrenal gland.